Event description:
It was reported that a scheduled transmission review showed multiple atrial tachy response (atr) episodes with noise on the right atrial (ra) lead. Technical services (ts) further review of the most recent electrograms (egms) showed atr due to noise attributing to oversensing. Ts recommended a lead assessment with a programmer. All other lead measurements were stable along with the battery status. Received additional information the scheduled transmission review showed continued atr episodes with noise on the atrial channel. Noise was also observed on the shock channel. A lead assessment with a programmer was recommended. Lead measurements were stable, and the battery longevity was normal. At this time, the leads and this cardiac resynchronization therapy defibrillator (crt-d) remain in-service. No adverse patient effects were reported.

Event description:
It was reported that a scheduled transmission review showed multiple atrial tachy response (atr) episodes with noise on the right atrial (ra) lead. Technical services (ts) further review of the most recent electrograms (egms) showed atr due to noise attributing to oversensing. Ts recommended a lead assessment with a programmer. All other lead measurements were stable along with the battery status. Received additional information the scheduled transmission review showed continued atr episodes with noise on the atrial channel. Noise was also observed on the shock channel. A lead assessment with a programmer was recommended. Lead measurements were stable, and the battery longevity was normal. At this time, the leads and this cardiac resynchronization therapy defibrillator (crt-d) remain in-service. No adverse patient effects were reported. Additional information received advised the presenting egm shows noise, however not sensed by the device. The stored egms show noise on the ra and rv lead at times with atrial capture difficult to confirm. The atrial pacing impedance measurement is stable and within range at 463 ohms. It was noted the intrinsic amplitude is out of range on the left ventricular (lv) lead. There was no evidence of lv undersensing and the lv threshold is stable. At this time the crt-d system remains in service. No adverse patient effects were reported.